Event description:
It was reported that the pt's catheter dislodged. No pt symptoms were reported. The pt's catheter was replaced. The pt outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.